Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's current device doesn't help as much as their previous ins. They said the previous ins "really managed the pain in my legs well, this one only does half way and it goes down both legs and sometimes I get that electrical feeling in my legs, it doesn't work quite as good as the other one and it has a few drawbacks I don't think they placed it in my back properly". The patient says this has been happening since implant. The patient also says they were in a "bad accident in (B)(6)2021 and I think it moved" meaning the ins. The patient is considering having the stimulator pulled out because of the electrical feeling. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.